Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose. The customer went to bed last night and the blood glucose was 8.2 mmol/l. Customer treated high blood glucose manually. Customer got a no delivery alarm. She tried to bolus, and nothing came out. Assisted customer in performing a 5.0 unit fixed prime and the insulin exited. Blood glucose at time of incident was 27.1 mmol/l and current blood glucose was 15.3 mmol/l. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. The drive support cap appears normal. The insulin pump has a physical damage as corner of the screen to the right was cracked. The device is not expected to be returned for analysis.